Event description:
It was reported that the t:slim x2 pump battery would not charge due to using a third-party wall adapter instead of the tandem wall adapter. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the original charging supplies, and technical support approved replacement charging supplies to maintain customer satisfaction.